Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient is experiencing unknown knee complications approximately six (6) years following knee arthroplasty. No additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - nexgen lps option femoral component size g right catalog #: 00599601702 lot #: 63311424, nexgen lps-flex articular surface size gh/5-6 12mm catalog #: 00596404212 lot #: 62822398, palacos bone cement r + g 2x 40g catalog #: 66017569 lot #: 91234800 g2 - report source - foreign: event occurred in the united kingdom the complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.